Manufacturer narrative:
The investigation conducted by field service engineering concluded that the vision issue experienced by the customer was associated with the system illuminator. The illuminator provides the light which is transported to the system endoscope and projected onto the surgical site. The system was repaired by replacing the affected illuminator. As of (B)(4), 2009, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that at the beginning of a da vinci s prostatectomy procedure, the lamp module would not start. The site attempted to use another lamp module; however, the issue persisted. The pt was under anesthesia when the surgeon made the decision to abort the planned procedure. No pt harm was reported.